Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the sample was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23019104 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 19jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Event description:
It was reported that during use with bd maxplus¿ extension set the line was clogged. There was no patient impact. The following information was provided by the initial reporter: issue: unable to prime line during IV start.